Event description:
The customer reported that the system displayed intermittent communication error messages during fluoroscopy. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system was not replaced.